Manufacturer narrative:
(B)(4). Age was not provided. Event date unknown. Product no returned to manufacturer.

Event description:
It was reported that the abutment was damaged in the patients mouth but did not explain how. Food got stuck in between crown and abutment and they were unable to remove the abutment screw so they had to cut the abutment and crown.

Manufacturer narrative:
The product associated with this complaint was not returned, it was discarded by the dentist. The complaint could not be verified. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined. (B)(4).